Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller stated that the patient had new paddles implanted in 2018 and the last time they saw a manufacturer representative (rep) to try and tweak the device was on (B)(6) 2019. Caller stated that it never worked from when the paddles were inserted and the patient quit using the stimulator and quit charging the implant at all. Caller also stated that they have tried to charge the implant and the implant will not connect to the recharger. Agent reviewed information with caller; caller noted the patient does not want a replacement or any surgery at their age. Caller stated that the stimulator was wonderful at first and worked for 3 years but after they got the paddles put in it never worked again. Caller reported that the patient stopped using the stimulator because the paddles were put in; the paddles were put in and never really worked but patient was still getting stimulation but no pain relief. Caller noted that the patient just saw their doctor last week and had seen a surgeon prior.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID: 977c165 (serial: (B)(6); product type: 0200-lead; implant date: on (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported the ins never relieved the back pain after paddle leads were implanted. So patient stopped charging the battery. The paddle leads stimulated the back but never relived the pain. Multiple adjustments were made without success. Battery was not charged for many years. Why charge the battery when the ins did not relive the back pain. Patient had CT scan instead of an MRI.